Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a fuzzy or snow screen during inspection for use in an unspecified procedure involving an olympus colonovideoscope. The customer stated that the issue is isolated to this scope and occurs when it is plugged and reset. There was no patient involvement.